Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3251. Investigation conclusions: 18, 61. Visual inspection confirms that the distal hexalobe tip of the driver has sheared off. This failure is likely due to the user tightening the screw without a torque-limiting handle per the surgical technique guide. This allows excessive force to be applied, thus resulting in the deformation of the hex spline. Additionally, if the driver was not fully seated in the set screw, the hex is at a greater risk of deformation due to the reduced contact area between the male and female hexalobes. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off into a set screw. The tip was unable to be retrieved from the patient.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.